Event description:
It was reported that the customer received a letter about a potential recall of her insulin pump. At the time of reporting the customer's blood glucose level was 34 mg/dl, which she treated with food. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.